Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with an alert for out of range high voltage lead impedance. Since the lead was connected to a new device two months prior, no in-range svc impedance value was seen on trends. Testing lead to device connection will be performed. No further information is available.